Manufacturer narrative:
Ths insulin pump was unable to prime during the prime test due to a loose drive support disk. Unable to verify the alarm due to the prime anomaly. The insulin pump also had a missing end cap sticker.

Event description:
The customer reported an alarm during the manual prime. The customer also reported a blood glucose of 233 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.